Event description:
It was reported that the colonovideoscope had foreign object on auxiliary water channel (residue of medical defoamer). The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1 initial reporter establishment name- (B)(6). E1 - address 1- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.